Event description:
It was reported when using the bd pyxis medstation system the auxiliary drawer 7 was failed. The customer reported that the pocket lid is broken and not releasing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was not opening and closing. The field service engineer replaced the damaged rails and cubie to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.